Event description:
Pt with history of intractable low back, left buttock and leg pain who underwent a transforaminal lumbar interbody fusion (tlif) at l4-5. Post procedure pt initially did well for several months and then two weeks history of intractable and excruciating low back, left buttock and leg pain. Radiographs revealed disassociation of l4 pedicle screw from the tulip head and retropulsion of tlif spacer. On (B)(6) 2012, pt underwent anterior lumbar interbody fusion (alif) at l4-5. (B)(4).